Manufacturer narrative:
Akgul, e. Balli, t. And aksungur, e. 2015. ¿hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms¿ interventional neuroradiology 2015, vol. 21(1) 29¿39. This event occurred in 8 patients, and the literature article did not identify any patient information for these patients. The exact dates of the events were not provided in the article; however, the article was published in 2015. Cranial CT performed urgently after the procedure revealed asymptomatic ischemic lesions, but did not show any intraparenchymal or subarachnoid hemorrhage concomitant medications: pre-procedure medications included aspirin and clopidogrel. During the procedure, 5000-7500 iu heparin was administered intravenously. During the procedure, 1000 iu or more of heparin were administered per hour to provide the act 1 to 2 times higher than the baseline value. Clopidogrel was stopped 3 to 6 months later and aspirin was continued indefinitely. Concomitant products: neuroform 3 or neuroform e2 stent, prowler select plus, sl-10 microcatheter were used during procedure. UDI: unknown part number, all 3 attempts to obtain part unsuccessful, UDI is unavailable. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported in the literature article "hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms" by erol akgul, tugsan balli and erol h aksungur published in interventional neuroradiology 2015, vol. 21(1) 29-39, that eight unidentified patients had asymptomatic cerebral ischemic lesions post stent implantation. No patient/procedure specific information was provided for the eight patients. This report evaluates the safety and effectiveness of the technique and presents the long-term results of hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms. Twenty patients with wide-necked bifurcation aneurysms treated with hybrid, y-configured, dual stent assisted coiling were enrolled in the study. An open-cell non-codman intracranial stent was used as a first stent to prevent its migration. Then a closed-cell stent enterprise stent (catalog/lot unknown) was used as the second stent. No specific information regarding coils used was reported. Clinically, neither symptomatic neurologic complication nor death was seen. Cranial CT performed urgently after the procedure did not show any intraparenchymal or subarachnoid hemorrhage. In eight (40%) of the patients, one or more small asymptomatic ischemic lesions were detected on diffusion-weighted MRI. No in-stent stenosis was seen in any of the patients.

Manufacturer narrative:
Additional information was received on 8/24/2015. The patient had a basilar artery aneurysm that was treated on (B)(6) 2012. The patient was a (B)(6)-year-old female weighing (B)(6). It was reported that there were no procedural complications or enterprise malfunctions during the procedure, and at the time of the follow-up testing, the enterprise was still adhered to the vessel wall with no evidence of thrombus or aneurysm rupture. There was no known cause of the ischemic lesions known to the physician and no treatment was provided for the ischemia. Information regarding catalog and lot numbers was not provided. Since additional information was provided for the eight patients, 7 additional MDR reports are being submitted to capture the 8 events of cerebral ischemia. Complaint conclusion: it was reported in the literature article ¿hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms¿ by erol akgul, tugsan balli and erol h aksungur published in interventional neuroradiology 2015, vol. 21(1) 29¿39, that a (B)(6)-year-old female had asymptomatic cerebral ischemic lesions post enterprise stent (catalog/lot numbers unknown) implantation for treatment of basilar artery aneurysm. It was reported that there were no procedural complications or enterprise malfunctions during the procedure, and at the time of the follow-up testing, the enterprise was still adhered to the vessel wall with no evidence of thrombus or aneurysm rupture. There was no known cause of the ischemic lesions known to the physician and no treatment was provided for the ischemia. This report evaluated the safety and effectiveness of the technique and presents the long-term results of hybrid, y-configured, dual stent-assisted coil embolization in the treatment of wide-necked bifurcation aneurysms. Twenty patients with wide-necked bifurcation aneurysms treated with hybrid, y-configured, dual stent assisted coiling were enrolled in the study. An open-cell non-codman intracranial stent was used as a first stent to prevent its migration. Then a closed-cell stent enterprise stent (catalog/lot unknown) was used as the second stent. No specific information regarding coils used was reported. Clinically, neither symptomatic neurologic complication nor death was seen. Cranial CT performed urgently after the procedure did not show any intraparenchymal or subarachnoid hemorrhage. In eight (40%) of the patients, one or more small asymptomatic ischemic lesions were detected on diffusion-weighted MRI. No in-stent stenosis was seen in any of the patients. The device was implanted and not available for analysis. In addition, the lot number was not provided; therefore, a DHR could not be performed. Ischemia and stroke are known procedural events associated with cerebral stent implantation procedures, and are listed in the instructions for use as such. Based on the minimal information provided it is not possible to determine the root cause of the ischemic lesions; however, it was reported that the enterprise was still adhered to the vessel wall and there was no evidence of thrombus or aneurysm rupture. Patient factors may have contributed to the event. There was no evidence the event was related to an enterprise manufacturing issue; therefore, no corrective actions will be taken at this time.